Event description:
Per the clinic, the patient experienced an episode of meningitis in (B)(6) 2022 and a recurrent episode of meningitis three weeks later (specific dates not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 01, 2024.

Manufacturer narrative:
Per the clinic, the patient was hospitalized (date not reported). The following additional information was received regarding the episodes of meningitis: the patient is reported to have an etiology of congenital hearing loss with cochlear malformation widened iac with csf connection. It is unknown if there were craniofacial malformations. There were no basilar skull fractures. The patient did not receive pre-implant immunizations. Perioperative antibiotics were administered (type and administration not reported) the receiver stimulator was not drilled to the dura, and surgical complications were reported. A csf leak occurred post operatively. The meningitis episodes did not occur within 30 days of a neurologic procedure no vp shunts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, there were signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. The patient did have a prior upper respiratory infection or otitis media prior to meningitis. The patients csf cultures revealed gram positive cocci, after the 3rd episode. This report is submitted on may 16, 2024.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported).